Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant product(s): unknown hip acetabular liners; unknown hip femoral head.

Event description:
It was reported that there was a femoral component revision due to srom stem breaking at the bifurcation. The srom sleeve, ceramic head and 54 liner were removed as well. Sleeve was loose at bone to implant interface. Doi: unknown; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.